Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the hcp was using a patient programmer but was unable to read the ins. It was reviewed to have the ins read by an 8840 but they could not troubleshoot due to lack of access to the product. The hcp stated that the patient had never had therapy and there was no communication between the ins and patient programmer. The hcp also noted that he did not know what amplitude numbers he had seen on the remote previously. There were no further symptoms or complications reported or anticipated.